Event description:
Customer called to report the sensor isn't working correctly. The sensor glucose reading was 47 mg/dl. The blood glucose reading was 156 mg/dl. Explained to the customer the difference between sensor glucose and blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.